Manufacturer narrative:
The devices were discarded so no device eval is possible. No conclusion can be drawn. Device labeling instructs the user to verify proper placement of the cannula and check the site frequently to verify and insure proper cannula placement at the infusion site.

Event description:
The pt's mother called and reported that her son had experienced unexplained high blood glucose levels and symptoms of dka after activating three pods. She stated that it appeared the pods were leaking at the insertion site. At that point he decided to go to the ER for treatment. During a f/u call the next day, the pt reported that when he removed the pod he was using when his bg levels rose he noticed that the cannula had come out of the skin, which is where the insulin was leaking from. The pt had removed and replaced the pod and did not report any further issues. The devices involved were discarded and will not be returned to the MFR for eval. He was unable to provide any lot or other identifying info for the products involved.